Event description:
Additional information received reported the patient was in a car accident on (B)(6) 2015. The patient was then seen for an out of regulation (oor) issue and impedances were measured to be greater than 10,000 ohms on electrodes one and two. The oor was first seen on (B)(6) 2015 and the patient had kept their device off since then. The oor message was displayed again on the day of this report. The patient had also complained of a burning and shocking sensation on their back at the lead/extension junction and the extension/implantable neurostimulator (ins) junction that was getting worse. The clinic planned to have the patient come in to check impedances again and to try to manually manipulate the lead/extension site and the extension/ins site to see if the burning feeling could be reproduced. Stimulation had also been cutting in and out and the patient had lost stimulation around (B)(6) 2015. Shocks were felt around the ins site when the patient put pressure on the ins. An x-ray was done on (B)(6) 2015-04-13 and there was no obvious damage. The shocking seemed to resolve after reprogramming on (B)(6) 2015-04-01. The patient was programmed with the high electrodes so they were reprogrammed. Different electrodes were used and the patient was getting the coverage they needed. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, product type extension; product ID neu_unknown _lead, product type lead.

Event description:
Additional information received reported the patient met with their healthcare professional (hcp) and impedances were found to be high. On the day of this report, the patient was in the operating room to check the device. One lead and extension were fine and the other lead and extension were not working. The reporter stated the extensions were ¿wonky¿ on one side and they would not use the side that did not work. The patient received good coverage from the lead that was working. The reporter wanted to know about the implantable neurostimulator (ins) and if it was damaged. During the patient¿s car accident, the seatbelt hit the ins since it was placed in the abdomen. At the time of the accident, the patient felt a shocking at the ins site and in the back where the extension and leads are. Following the accident, the patient¿s stimulation kept cutting in and out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been in a car accident and they were not getting the same pain relief after the accident. The patient was getting a shocking sensation and an out of regulation (oor) message was being displayed on the patient programmer. The manufacturing representative did not know when the accident occurred or where the patient had the shocking sensation. The manufacturing representative was going to meet with the patient. An open circuit was measured on electrodes two and three. The patient had been programmed on electrodes 1+, 2-, 3+. The patient was reprogrammed to 3-, 4+ and the patient was getting good coverage with that configuration. Reprogramming had resolved the oor issue. The patient was going to get x-rays to evaluate the pocket site because that was where they felt the shocking sensation. The manufacturing representative later reported the x-rays were reviewed with the patient¿s healthcare professional (hcp) and they were normal, but the patient was having intermittent loss of therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.